Event description:
It was reported that the handpiece displayed an overheating message at the beginning of a procedure. There was no patient involvement or adverse consequences associated with this event. The procedure was completed successfully with another device.

Manufacturer narrative:
The handpiece has been received at the MFR for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with the rotor assembly, motor cartridge and bearings, which were each replaced along with other components.